Manufacturer narrative:
No radiographs were provided thus a radiographic assessment could not be performed. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. No serial or lot number has been provided, therefore, a review of the lot history records for this device could not be performed. The device was not returned, thus device examination could not be performed. Though it was noted that the device was collapsed.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery.

Event description:
It was reported that a patient with an m6-c artificial cervical disc presented with neck pain and the imaging shows the disc height was minimal.